Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage at site on (B)(6) 2026. Infusion set been in use for 5 days no further information is available.